Event description:
It is reported that the device was implanted in 1999. The device was explanted in 2006, due to osteolysis around baseplate and tibial screws.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.